Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced a low blood glucose which required medical intervention on (B)(6) 2018. When the customer was discovered, the caller first believed that she was asleep but she was unresponsive and was not moving. The customer's blood glucose was 24 mg/dl and the customer dialed 911. By the time paramedics arrived on scene, the customer's blood glucose was 26 mg/dl. The customer was treated with a glucagon injection and intravenous fluid. Troubleshooting was declined for the low blood glucose. The insulin pump was not returned for analysis.